Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The customer became ill one week prior to passing. The customer had kidney cancer in the past. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death because it stopped working. The caller did not know how long prior to death the device had been disconnected. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.